Event description:
Event description guidant received information that during a lead revision procedure, this atrial lead was removed from service due to impedances greater than 2500 ohms, high thresholds of 1.9v @ 0.4ms and poor p-wave measurements of 0.5mv. A review of the daily measurements indicated the impedances increased sharply at the same time the poor intrinsic measurements started to occur. During the revision, fracture of the lead and insulation damage was confirmed. A cause of the damage could not be determined. No adverse patient effects were reported.